Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received an explant procedure form. The procedure form provided the icm device was explanted because of patient discomfort. Additional information from the boston scientific representative was requested but not provided. The icm device was explanted, and no other devices have been implanted at this time. The icm device has been returned to boston scientific. There were no additional adverse patient effects reported.

Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was added.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received an explant procedure form. The procedure form provided the icm device was explanted because of patient discomfort. Additional information from the boston scientific representative was requested but not provided. The icm device was explanted, and no other devices have been implanted at this time. The icm device has been returned to boston scientific. There were no additional adverse patient effects reported.